Manufacturer narrative:
At this time, the device has not been returned for analysis. This investigation will be updated upon return and completion of analysis or if additional information becomes available.

Event description:
It was reported that pacing impedances on the right ventricular (rv) lead connected to this pacemaker were high out of range and that there was failure to capture. The rv lead was partially removed with the remainder surgically abandoned. The physician elected to also replace this pacemaker at the time of revision. No additional adverse patient effects were reported.